Event description:
It was reported that the patient had their device explanted previously due to an infection. Additional information was received noting that the cause of infection is migration of vns to the breast. Device history records were reviewed for the device. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. Evaluation of device is not necessary as it will provide no value to the investigation no other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .). H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient underwent a full replacement.

Manufacturer narrative:
H11. Additional manufacturer narrative and/or corrected data; corrected data; initial MDR inadvertently listed incorrect reason for h3. Code 81. Corrected reason: "device evaluation is not necessary because it will add not value to the investigation."

Event description:
Additional information was received noting that the patient's lead was revised due to it migrating more information from the physician notes that the cause of the infection was due to the generator eroding at the breast from it migrating and that the lead migration was due to the generator migrating at the pocket. Intervention for the lead migration was noted to preclude serious injury. Physician noted that they did not have an assessment to the cause of the generator migrating. Correct explant date was also received from the physician. No other relevant information has been received to date.